Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms occurred during basal delivery. Additionally, multiple malfunction alarms occurred. Customer's blood glucose level was 320 mg/dl. Reportedly, the customer reverted to a backup insulin pump for insulin therapy.